Manufacturer narrative:
On 05/20/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested. Replacement monitor shipped to site 05/20/2016. Medtronic investigation of returned suspect monitor finds that the reported issue could not be replicated. The monitor was connected to a test system to test for any failures. The monitor remained working during testing. Checked power supply that came with the monitor and the power supply was functioning normally with no failures. Flexing the power cable and video cable does not indicate any intermittent opens. Device found to be fully functional. No fault found.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the image on their navigation system screen was intermittent. The image would go in and out and they would have to wait 45 seconds for it to be restored after going out. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.